Manufacturer narrative:
(B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. A device history review was completed and no anomalies were observed. Analysis of the returned device consisted of a visual and functional evaluation. The evaluation concluded that the reported incident is an isolated event and is not believed to have resulted from a manufacturing defect. We have assigned complaint number (B)(4) to this report.

Event description:
Female born at (B)(6) gestation, (B)(6), twin and had been admitted at hospital for 5 months previously. One month prior to this report, when patient was approx (B)(6), patient had 4 broken balloon buttons in a short period. Our internal report from the first incident was as follows; "mini button 12f, 1.5 cm g-tube on this patient had a balloon leaking, completely broken and cannot replace in patient. Foley placed, feeding per md orders. New g-tube ordered from home health to replace as we have no spares in-house. This is the 3rd or 4th break in the last couple of months. " unfortunately, at time of incident, no packaging nor information was available except a device was saved. The make/model/MFR of all recent devices have been the same, the only difference is the size of today's device. As of today, we had another break but this time the team saved not only the device but the packaging as well but the medsun will only have the device information for this 12f x 1.7 device. This was a 12f, 1.7 but we changed to a mic-key today. Our little patient is fine.